Event description:
Patient reported their tooth chipped, they had gone to the dentist and was advised to stop using the byte retainers.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.